Event description:
It was reported that the patient had recently lost weight and the device had migrated. A pocket revision was needed so the device was explanted and replaced prophylactically at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2007. (B)(4).